Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), cardiac arrest ("cardiac arrest/cardiac arrest during attempted removal") and bradycardia ("bradycardia") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "procedure was stopped and the essure were not removed". The patient's concurrent conditions included syncope vasovagal. Concomitant products included levonorgestrel (mirena) since 2010. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain/left and right lower quadrant pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On (B)(6) 2017, the patient experienced cardiac arrest (seriousness criterion medically significant). In 2017, the patient experienced bradycardia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device removal ("during surgery plaintiff went cardiac arrest procedure was stopped"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation"), skin irritation ("skin irritation"), rash ("including, rashes"), erythema ("redness"), skin disorder ("bumps"), dry skin ("dryness of skin"), pruritus ("patche resembling burns marks and itching"), skin discolouration ("patche resembling burns marks and itching"), fatigue ("chronic fatigue"), weight decreased ("weight loss"), syncope ("vasovagal syncope,"), hypotension ("low blood"), migraine ("migraines") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the pelvic pain, bradycardia, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dyspareunia, rash, erythema, skin disorder, dry skin, pruritus, skin discolouration, fatigue, weight decreased, syncope and hypotension had not resolved and the cardiac arrest, complication of device removal, vaginal haemorrhage, migraine, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, bradycardia, cardiac arrest, complication of device removal, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hypotension, menorrhagia, migraine, pelvic pain, pruritus, rash, skin discolouration, skin disorder, skin irritation, syncope, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017 the plaintiff underwent a removal surgery (a bilateral salpingectomy). Post-operatively, she was advised that, during surgery, she went into cardiac arrest and, consequently, the procedure was stopped and the essure micro-inserts were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, lab data, product information, concomitant drug, events- abnormal bleeding (vaginal), migraines, headaches, nickel allergy were added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), cardiac arrest ("cardiac arrest/cardiac arrest during attempted removal") and bradycardia ("bradycardia") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "procedure was stopped and the essure were not removed". The patient's concurrent conditions included syncope vasovagal. Concomitant products included levonorgestrel (mirena) since 2010. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain/left and right lower quadrant pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and headache ("headaches"). On (B)(6) 2017, the patient experienced cardiac arrest (seriousness criterion medically significant). In 2017, the patient experienced bradycardia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device removal ("during surgery plaintiff went cardiac arrest procedure was stopped"), back pain ("lower back pain"), skin irritation ("skin irritation"), rash ("including, rashes"), erythema ("redness"), skin disorder ("bumps"), dry skin ("dryness of skin"), pruritus ("patche resembling burns marks and itching"), skin discolouration ("patche resembling burns marks and itching"), fatigue ("chronic fatigue"), weight decreased ("weight loss"), syncope ("vasovagal syncope,"), hypotension ("low blood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and allergy to metals ("nickel allergy"). The patient was treated with surgery (successful hysterectomy with unilateral salpingo-oopherectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, bradycardia, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dyspareunia, rash, erythema, skin disorder, dry skin, pruritus, skin discolouration, fatigue, weight decreased, syncope and hypotension had not resolved and the cardiac arrest, complication of device removal, vaginal haemorrhage, migraine, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, bradycardia, cardiac arrest, complication of device removal, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hypotension, menorrhagia, migraine, pelvic pain, pruritus, rash, skin discolouration, skin disorder, skin irritation, syncope, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017 the plaintiff underwent a removal surgery (a bilateral salpingectomy). Post-operatively, she was advised that, during surgery, she went into cardiac arrest and, consequently, the procedure was stopped and the essure micro-inserts were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure placement was successful; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, allergy to metals, dyspareunia, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), cardiac arrest ("cardiac arrest") and bradycardia ("bradycardia") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "procedure was stopped and the essure were not removed". In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced cardiac arrest (seriousness criterion medically significant). In 2017, the patient experienced bradycardia (seriousness criterion medically significant), syncope ("vasovagal syncope,") and hypotension ("low blood"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device removal ("during surgery plaintiff went cardiac arrest procedure was stopped"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation"), rash ("including, rashes"), erythema ("redness"), skin disorder ("bumps"), dry skin ("dryness of skin"), pruritus ("patche resembling burns marks and itching"), skin discolouration ("patche resembling burns marks and itching"), fatigue ("chronic fatigue") and weight decreased ("weight loss"). The patient was treated with surgery (she was submitted to a removal surgery but the physician was not able to remove the device). Essure treatment was not changed. At the time of the report, the pelvic pain, bradycardia, dysmenorrhoea, abdominal pain lower, rash, erythema, dry skin, pruritus, skin discolouration, fatigue, weight decreased, syncope,back pain, menorrhagia, dyspareunia and skin disorder and hypotension had not resolved and the cardiac arrest, complication of device removal outcome was unknown. The reporter considered abdominal pain lower, back pain, bradycardia, cardiac arrest, complication of device removal, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, hypotension, menorrhagia, pelvic pain, pruritus, rash, skin discolouration, skin disorder, skin irritation, syncope and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017 the plaintiff underwent a removal surgery (a bilateral salpingectomy). Post-operatively, she was advised that, during surgery, she went into cardiac arrest and, consequently, the procedure was stopped and the essure micro-inserts were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.